Event description:
It was reported that pump displayed malfunction code and fault alarm without any notable events beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed that malfunction did not recur after reset, was advised to continue using pump and to call back if malfunction code appeared again, and no device return or replacement was arranged.